Event description:
It was reported tha seventeen days after the insertion of a vaxcel plus dialysis catheter, the pt arrived to the hosp with the catheter out of its site. The pt claimed that they have woke up bleeding with the catheter out of its site. The interventional radiologist who reinserted a new catheter concluded the catheter was incidently pulled out while the pt was sleeping. A replacement catheter was inserted.